Manufacturer narrative:
(B)(4). The event is under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a functional test along with a review of the complaint history, device history record, instructions for use (IFU), quality control, specifications, trends and a visual inspection of the returned product was conducted during the investigation. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected. The manufacturing records were reviewed. Nothing of note was observed on the work order and there is no evidence to suggest the product was not manufactured to current specifications. The returned device was evaluated and it was found that the iris valve was functional and there were no tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water; which determined there was no leakage with or without a dilator in place. Based on I the investigation results that no leakage or damage to the valve was observed; we are unable to determine with certainty the failure reported as it could not be reproduced in the lab. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
During an evar procedure on a male patient, the haemostatic valve was leaking; resulting in an increase in blood loss. The patient did not require any additional procedures due to this occurrence.

Event description:
During an evar procedure on a male patient, the haemostatic valve was leaking a lot. There was an increase in blood loss. The patient did not require any additional procedures due to this occurrence.